Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose exceeding 33.0 mmol/l. The patient woke up and found that the battery compartment of their insulin pump had completely disintegrated, and that the battery had come out of the pump; this led to no insulin delivery. The hospital recorded the cause of incident as diabetic ketoacidosis due to pump breakdown. The customer has since reverted to their back-up plan. The hospital also gave the customer a new 640g insulin pump. The damaged pump was returned for analysis and replacement was sent due to the customer receiving the 640g from the hospital.